Event description:
Caller reported similar blood glucose results of approximately 21 mg/dl and 89 mg/dl within 10 minutes using the same strips in both compact plus system 1 and compact plus system 2. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).